Event description:
It was reported by the customer that "the pump ran continuously, as if perhaps the sensor had failed. The staff performed an on and off tourniquet technique in order to help remove excess fluids."